Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement. Surgery to replace the magnet is planned but has not taken place at the time of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, revision surgery was performed on (B)(6) 2016, to replace the internal magnet. The implanted device remains. This report is filed june 1, 2016. Implanted device remains.